Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 694765 implantable tachy lead (B)(6) 2013; d314drg implantable pacemaker/cardio/defib (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed pleural effusion two to three weeks post implantation. The physician questioned if there was perforation but was unable to verify on x-ray, echo, or CT (computed tomography). Therefore both, the atrial and right ventricular leads, were repositioned and remain in use. No further patient complications have been reported as a result of this event.